Event description:
Patient left side reported "capsule contracture and I was scared of getting alcl." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, h6 device photo evaluation: visual analysis of the photographs a device appears to be intact, has particles on the surface of the device labeled left. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Capsular contracture confirmed as baker grade iii.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule contracture and I was scared of getting alcl"

Event description:
Patient left side reported "capsule contracture and I was scared of getting alcl." Device has been explanted.